Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained.

Event description:
A pericardial effusion occurred. Procedure was aborted. It was reported that a versacross connect access solution for faradrive selected for concomitant opal farapulse/watchman procedure to treat atrial fibrillation (a fib). During procedure, pericardial effusion was present on tee after transseptal performed with versacross connect for faradrive. The rf wire was advanced across the puncture, but the faradrive sheath and dilator were never advanced across the puncture. Transseptal puncture was performed primarily with tee. The procedure was aborted when pericardial effusion was discovered on tee, and a pericardiocentesis was performed. No device malfunctions were reported. The device is not expected to return for analysis as disposed.

Event description:
A pericardial effusion occurred. Procedure was aborted. It was reported that a versacross connect access solution for faradrive selected for concomitant opal farapulse/watchman procedure to treat atrial fibrillation (a fib). During procedure, pericardial effusion was present on tee after transseptal performed with versacross connect for faradrive. The rf wire was advanced across the puncture, but the faradrive sheath and dilator were never advanced across the puncture. Transseptal puncture was performed primarily with tee. The procedure was aborted when pericardial effusion was discovered on tee, and a pericardiocentesis was performed. No device malfunctions were reported. The device is not expected to return for analysis as disposed. It was further reported that the patient was stable upon leaving the room. The pe was noted on tee, thus it was determined to not advance the two devices. There was no noted malfunction of either the dilator or sheath. In the physician's opinion, the device and procedure did not contribute to the patient complication.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained.

Event description:
A pericardial effusion occurred. Procedure was aborted. It was reported that a versacross connect access solution for faradrive selected for concomitant opal farapulse/watchman procedure to treat atrial fibrillation (a fib). During procedure, pericardial effusion was present on tee after transseptal performed with versacross connect for faradrive. The rf wire was advanced across the puncture, but the faradrive sheath and dilator were never advanced across the puncture. Transseptal puncture was performed primarily with tee. The procedure was aborted when pericardial effusion was discovered on tee, and a pericardiocentesis was performed. No device malfunctions were reported. The device is not expected to return for analysis as disposed. It was further reported that the patient was stable upon leaving the room. The pe was noted on tee, thus it was determined to not advance the two devices. There was no noted malfunction of either the dilator or sheath. In the physician's opinion, the device and procedure did not contribute to the patient complication.

Manufacturer narrative:
Device technical analysis: it was indicated the device was disposed by the facility; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk assessment: a review of the versacross connect access solution for faradrive risk documentation was completed and confirmed that the event of pericardial effusion was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of known inherent risk of device of the versacross connect access solution for faradrive, as the allegation of adverse event are not confirmed and are anticipated in nature as per the IFU as reported.